Event description:
It was reported that "the unipolar would not lock into the stem, taper would not match up. They switched to a bipolar."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a follow-up report.